Manufacturer narrative:
There was no sample available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas e411 rack serial number (B)(4). The patient's initial elecsys ft3 result was not reported outside the laboratory. The customer performed repeat testing with the sample on the same e411 and a vidas analyzer. At 10:40, the patient's initial ft3 result on the e411 analyzer was 8.83 pmol/l with a data flag. At 13:50, the patient's repeat ft3 result on the e411 analyzer was 7.31 pmol/l with a data flag. At an unknown time, the patient's ft3 result on the vidas analyzer was 3.41 pmol/l.